Event description:
It was reported that the patient¿s transmitter power cord was damaged and appeared melted with the wires exposed. The transmitter was replaced, and no patient consequences were reported.